Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine drug, unknown (2000mcg/ml at 495 mcg/day) via an implantable pump for spinal pain. It was reported that the patient had sub-optimal pain relief for their pelvic pain. A new trial was performed in office determined pain could be improved with a catheter revision. It was noted that the catheter tip was placed at t6 and a revision was completed to move the catheter tip to s2.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 11-feb-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.